Event description:
It was reported that during a da vinci-assisted radical cystectomy with neobladder surgical procedure, the maryland bipolar forceps instrument housing was broken. Site could not take it out and had to crack it to take it out. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: site could not take the instrument out. It was inside the patient so they took out everything and then broke the end so they could get the instrument out from the port. The instrument was stuck, and no fragment fell into patient. The cannula was removed with the instrument. The procedure was completed with a back-up instrument. The surgical staff reportedly did not notice any damage to the cannula after the event occurred. No photographic images of the device(s) or a video recording of the procedure are available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. Failure analysis found the primary failure of broken main tube to be related to the customer reported complaint. The instrument was found to have the main tube broken. A piece measuring proximately .284¿ x .475¿ was not returned with the instrument. The root cause of this failure is due to mishandling/misuse. Additional observation(s) related to the customer reported complaint: the instrument was found to have a broken pitch cable at the distal end. The instrument was found to have a broken grip cable at the distal end. The distal idler pulley spun freely and did not exhibit any damage. The instrument was found to have a broken conductor wire at the distal end. The conductor wire was broken at the proximal clevis location. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The instrument was found to have mechanical indentations on the proximal clevis. Indentations were observed throughout the entire clevis. As a result of the broken cables and main tube damage, the proximal clevis was dislodged from the main tube.